Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site (specific date not reported). Subsequently, the patient was placed under general anesthesia on (B)(6) 2024, in order to remove the abutment and a new abutment was placed on the internal fixture. The implanted device remains.